Manufacturer narrative:
Complaint conclusion: as reported, the outback elite (120cm re-entry) catheter was inserted in the patient through a 6f non-cordis sheath. When attempting to remove the device it would not come out over the stabilizer wire. The wire kept getting kinked. It was decided to remove the whole system, wire and outback catheter. The wire at the tip of the device became stripped and could not be removed from the device. It was decided to use a 7f non-cordis sheath and use a new outback elite. The device was removed with no issues. There was no reported patient injury. The devices were clinically used. One non-sterile .014¿ unknown stabilizer guide wire was received for analysis fully inserted through an outback elite 120cm re-entry inside a plastic bag (the concomitant outback elite 120cm re-entry device was analyzed under case-(B)(4)). Dried blood residues were observed on the unit. The wire was observed coming out from the cannula port. Per visual analysis, several kinks were noted on the guide wire. Also, the wire was observed stretched/unraveled at the distal tip. The coating of the wire was indeed observed separated at tip of the wire. Dried blood residues were observed on the unit. No other anomalies noted in the guide wire. Per functional, insertion/withdrawal test was intent to be performed. The guide wire was removed from the outback elite 120cm re-entry. Then, it was tried to be reinserted with no success due to the guide wire coating separation and kinked and stretched/unraveled damage at distal tip condition as received. Per microscopic analysis, the coated separated tip of guide wire was inspected under the vision system and evidence of plastic deformation and elongations at the separation was observed. Elongation is a common characteristic of pieces which were stretched/pulled until a separation by an excessive application of a tension force that induced the separation. The product history review could not be performed as the complaint lot is unknown. The reported event by the customer as ¿distal tip-wire-kinked/bent¿ and the reported event by the customer as ¿coating-wires-delaminated - in patient¿ were confirmed due to the wire coating separation and kinked and stretched/unraveled damage at the distal tip condition of the wire received. However, the cause of the wire coating separated and kinked and stretched /unraveled damage at distal tip of wire could not be conclusively determined during the analysis. The handling process and/or procedural factors may have contributed to the damaged condition on the unit received. According to the product instructions for use, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage. The product analysis results do not suggest that this condition is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time at this time.

Manufacturer narrative:
It is unknown if the device will be returned for testing and evaluation.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the outback elite (120 cm re-entry) catheter was inserted in the patient through a 6f x 45 sheath (ansel). When attempting to remove the device it would not come out over the stabilizer wire (.014 x 300 cm). The wire kept getting kinked. It was decided to remove the whole system ¿ wire and outback catheter. The wire at the tip of the device became stripped and could not be removed from the device. It was decided to use a 7f x 45 cm sheath (ansel) and use a new outback elite. The device was removed with no issues. There was no reported patient injury. The devices were clinically used and will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.